Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1616c124ee; s/n: unknown; use by date: unknown; upn # unknown etlw1620c124ee; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 67mm abdominal aortic aneurysm. Endoachors were deployed for prevention of neck dilatation. It was reported that approximately 17 months post index procedure during follow up imaging a type iii endoleak was identified in the iliac bifurcation in the left iliac extension. There was evidence of component separation if the limb from the gate. There was no evidence of endograft or endoanchor loss of integrity. As per the physician, the cause of the event was not related to the procedure or device. The patient was offered an additional endovascular procedure but refused. The event is unresolved. No additional clinical sequelae were reported and the patient will be monitored.